Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was concerned that this implantable cardioverter defibrillator (ICD) was defective. Attempt to obtain additional information was unsuccessful. This ICD remains in service. No adverse patient effects were reported.